Event description:
It was reported that the bed canopy system with support surface model 8060 had a broken zipper, no specific location provided. No pt injury reported. Inspection shows that the canopy had damage which could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(B) (4). Results - large front window's zippers slider body is bent open and there is a small hole in the netting. The literature bag is missing 3 inches of stitches. Left side of the canopy the left hook is missing. (B) (4).